Event description:
New information received notes the patient was presented remotely via merlin.net transmission. Review of the transmission revealed a diagnostic anomaly on the patient's implantable cardiac monitor (icm). The icm was reprogrammed to resolve the issue with the patient having no adverse consequences. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had a diagnostic anomaly. No patient symptoms or intervention was reported.